Event description:
The customer reported manifold check valve is leaking. This issue was identified as reportable due to a report of o2 leak from o2 manifold check valve. This will result in a low o2 alarm when the manifold is connected to the ventilator, and the ventilator will discontinue oxygen support. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during clinical use. Patient involvement unknown.

Manufacturer narrative:
UDI # added.